Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on 04/29/2023. It was indicated that the patient wore the sensor beyond ten days, which is misuse of the device. On (B)(6) 2023, the patient developed a skin reaction with redness and infection on the needle puncture on the abdomen. The reaction was treated with a prescription of an oral dicloxacillin 100mg (antibiotic; 2 times per day). At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.